Event description:
The customer operated the autopulse nxt platform (sn (B)(6)) for 1 hour and 20 minutes, during which the platform shut off three times. The customer detected a burning smell and suspected that the band was rubbing. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the customer's complaint that the autopulse nxt platform (sn (B)(6)) shut off three times and emitted a burning smell was confirmed during the archive data review but not reproduced during the functional testing. Based on the archive, the platform stopped compression three times during the event date. The motor temperature reached 110°c, which tripped fault 1290 (fault_analog_motor_over_temp) and stopped compressions. This occurred because the device required more energy to compress larger patients, causing the motor to generate more heat, thereby raising the motor temperature above the thermal limit of 110°c. The burning smell emitted from the motor is expected since this platform did not have the "pre-baked motor," - so as the platform heated up, the customer smelled the oil burning off from the motor. The burnt smell eventually dissipated after a few compression cycles. The archive data indicated fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, confirming the reported complaint. The nxt platform passed the functional testing with no issues. The platform was subjected to compression testing for more than an hour to burn off the motor's manufacturing oils as a preventive precautionary measure. Following service, the nxt platform passed final tests without issues.